Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked with a visible black circle on the display, while the device, buttons, and slide continued to function and the user¿s blood glucose was unaffected. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included user interview, review of device use, and replacement of the device with instructions provided for shutdown, data sync, and return. Investigation of the device revealed physical damage to the display consistent with external impact and use without a protective case, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.